Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to faulty force sensor resistor.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 252 mg/dl at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were able to rewind the insulin pump. The customer confirmed motor error alarms in the alarm history. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.